Manufacturer narrative:
A review of the info available was performed by the post marker surveillance dept. A large intra-peritoneal drain 3 occurred with an undetermined cause. There was no adverse event associated with this reported large drain volume.

Event description:
A continuous cycling peritoneal dialysis (ccpd) pt called technical support regarding slow drains and a noisy cycler. On review of the treatment data obtained from the cycler for (B)(6) 2014, a large drain 3 was discovered: 4542ml. There was no complaint of discomfort or pain. Treatment data provided below: drain 0: 1085ml; fill 1: 2305ml, drain 1: 2352ml; fill 2: 2305ml, drain 2: 2135ml; fill 3: 2305ml, drain 3: 4542ml; upon follow up contact with the pt's peritoneal dialysis rn (pdrn), she indicated that the pt was able to complete treatments and remains with the ccpd program. No serious injury occurred. The pt's prescribed treatment fill volume is 2300ml. The reported drain volume of 4542 ml was 197% over the expected drain volume which resulted in a reportable device malfunction.